Manufacturer narrative:
(B)(4).

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:11, interrupting delivery. There was no patient involvement. This device is a remediated colleague pump with a user interface module software version of 6.13.90 no additional information is available.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of "undetermined failure".

Manufacturer narrative:
The condition of failure code 810:11 was confirmed through the event history due to the air base being too high. The air-in-line printed circuit board was recalibrated and verified to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).